Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The severely calcified lesion was predilated with a 2.5mm maverick balloon. A taxus express2 2.5x20mm drug eluting stent was advanced to a lesion in the svg to the lad, passing through a previously deployed stent. The physician tried to place the stent distal to the first stent but was unable to cross the lesion. The stent dislodged from the catheter during pullback. The stent was never deployed. A 2.0 x 15mm maverick balloon was used to "hold the stent in place". The physician attempted to remove everything including the dislodged stent. He made it back up over the aorta to the sheath but was unsuccessful retrieving the stent. The stent dislodged to the right leg. The procedure was not completed due to this event and no further intervention was performed. No pt complications occurred. Pt status is satisfactory. It was noted that the pt had previous stent implants and was not a surgical candidate. Pt also had "rhythm problems" during the procedure.

Manufacturer narrative:
Product analysis verified that the stent had dislodged from the catheter. The delivery device without the dislodged stent was received in good condition with no damage observed. The balloon was in a pre-inflated state. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent dislodgment experienced during the procedure could not be determined.